Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) later reported the high impedance on electrode 0 was seen before on (B)(6) 2016, but was not used in programming. The patient was last seen in (B)(6) 2017, but the patient was not programmed on c+, 2- and 1- at this last office visit.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient had high impedances discovered on contact 0 prior to an ins replacement surgery today. Impedances on contact 0 were in the 25000 ohm range. During the post-operative check they had high impedance, but they were lower with values of: c0 8570, c1 676, c2 655, c3 692, 01 8001, 02 8189, 03 8320, 12 689, 13 883, 23 695. The patient was not programmed with 0, with the active electrodes being c+, 2- and 1-. The healthcare provider (hcp) lowered the amplitude from 5.2 to 4.7 prior to the procedure with the new battery, as is standard during a battery change. The hcp indicated the patient was having increased tremors. This was a sudden change in therapy. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The rep followed up roughly on one week later indicating the patient was scheduled to be possibly reprogrammed in a few weeks to increase the amplitude again if necessary.